Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as the device remains in service. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. This report is being submitted to correct section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. Due to the non-programmable settings of this mode, the patient had muscle stimulation, shortness of breath (sob) and felt lightheaded. Replacement was recommended. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode. Due to the non-programmable settings of this mode, the patient had muscle stimulation and felt lightheaded. Replacement was recommended. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker reverted to safety mode. Due to the non-programmable settings of this mode, the patient had muscle stimulation, shortness of breath (sob) and felt lightheaded. Replacement was recommended. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being submitted to correct section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.